Event description:
Product was returned as part of recall z-00063-2010. During internal evaluation was found to have memory chip failure. (B)(4).

Manufacturer narrative:
Date is for first fr2 clearance. Method: device internal memory reviewed.